Event description:
It was reported that the teeth are bent.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned, and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
It was reported that the teeth are bent.

Manufacturer narrative:
Correction - please refer to d9/h3 - the product was returned, h6 MDR codes (method, results & conclusion). The reported event could be confirmed, since the device was returned, and matches the alleged failure. The returned device lag screwdriver has a clear sign of usage from the scratch marks visible on the surface and the pegs are deformed and worn out from usage over time. Since this device has more than 15+ years of compliant performance, a material analysis, and dimensional analysis was not deemed necessary, since if there were any material or dimension-related issues, it would have been evident at the beginning of life of the device. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to naturally worn out. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the teeth are bent.